Event description:
It was reported the device will not shut off when off button is pressed two times; the display remains on when the device is powered off. It was also reported the device was mis-firing. The device was returned for repair. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event, the main printed circuit board (pcb) was out of electrical specification. It could not be confirmed that the device was mis-firing. It was also noted that the upper case was broken and the keyboard pad was contaminated.